Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose on (B)(6) 2017, with blood glucose of 732 mg/dl at the time of the incident. The customer also had levels at 314 mg/dl and other high readings over 600 mg/dl. The customer was given; intravenous fluids; to treat. The customer experienced symptoms such as dka, nausea; being sweaty; light headedness and vomiting. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer also reported experiencing low blood glucose levels usually in the early morning hours, which she treats with juice. The insulin pump will not be returned for analysis.